Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reap1678 showed (B)(4) other similar product complaint(s) from this lot number. (B)(4) complaints for this lot number (reap1678) have been reported from the same (B)(4) facility.

Event description:
It was reported that on (B)(6) 2017 the PICC was 'broken' in the blue catheter, a few centimetres away from the extension leg. No other information was provided. There was no reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break or leak in the catheter is inconclusive due to the condition of the returned sample. The product implicated and reported to be represented in the photograph returned is an opened 4 fr s/l groshong nxt PICC with assembled and attached two-piece connector. The photo captured the entire injection cap, red connector, white over sleeve, extension leg with suture wings, two-piece connector and approximately 4 cm of the catheter distal to the strain relief portion of the two-piece connector. The entire length of the catheter is not visible. The red connector has a non-bas injection cap attached and appears to have partially detached from the extension leg and white over sleeve. A red circle appears to have been digitally drawn onto a section of the catheter indicating where the alleged leak occurred. Due to the quality of the photograph no breaks, leaks, or damage were able to be identified. Consequently, this complaint is inconclusive at this time.

Event description:
It was reported that on (B)(6) 2017 the PICC was 'broken' in the blue catheter, a few centimetres away from the extension leg. No other information was provided. There was no reported patient injury.